Manufacturer narrative:
This particular device could not be examined because it was not returned. 10 devices from the identical lot were tested and found to meet the 20 lb specification for bond strength. A thorough investigation of this issue was completed that did not reveal any significant finding related to the manufacturing of this lot or any other soft-flow lot that would indicate a cause of bond failure other than forces greater than the specified bond strength.

Event description:
The customer reported a malfunction to the distributor. Before insertion of the cannula, during set up of the preoperative procedures, the connection between the body and connector was inspected and found to be loose.